Event description:
This lead was capped due to high impedance, gradual loss of pacing, loss of capture, and suspected lead fracture. Patient experienced dizziness.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.